Event description:
The following has been alleged by the patient's attorney: it is alleged by the attorney, that the patient was implanted with a bard/davol flat mesh during an abdominal hysterectomy, bilateral salpingo-oophorectomy and culpo-sacropexy procedure, performed on (B)(6) , 1993 for the treatment of pelvic pain, prolapse and stress urinary incontinence. The attorney alleges the patient experienced an unspecified adverse outcomes associated to the use of the device.

Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. Additional information has been requested. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.

Manufacturer narrative:
Addendum to the initial report. It was reported the patient underwent explant of the alleged bard/davol flat mesh 4 years post implant. Based on the information provided, there is no way to determine if the mesh may have caused or contributed to the problems experienced post implant. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records: (B)(6) 1993 - the patient underwent a multi-part procedure with implant of an alleged bard/davol flat mesh due to pelvic pain, prolapse and stress urinary incontinence. (B)(6) 1997 - the patient was diagnosed with pelvic pain and underwent exploratory laparotomy with removal of alleged bard/davol flat mesh. Per the op details, "the vagina was well supported with mesh and there were minimal adhesions to the surrounding bowel and omentum."